Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted on (B)(6) 2016, and the device had been giving them issues where they continued to need adjustments. It was noted the device was not staying at one setting, and they had an appointment to see their doctor on (B)(6) 2018.